Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the balloon broke. Initially thirty of fluid was instilled, but in order to stabilize the pressure, another thirty cc was added after the machine was shut off and restarted at four minutes into the therapy cycle. When the procedure was restarted, the pressure dropped. Forty cc of blood-tinged fluid was removed. Twenty cc was not accounted for after the catheter was removed from the patient. A hysteroscopy was done post procedure, and there was no perforation or injury seen. The procedure was not completed. There were no adverse patient consequences reported.